Manufacturer narrative:
Customer service confirmed with product management that the 36mm personal fit breast shields should fit onto the flex connectors. Replacement connectors and breast shields were sent to the customer and her original breast shields were requested back for testing/evaluation. On (B)(6) 2020, the customer called back to medela llc to confirm what parts were being sent to her and alleged that she also had yeast in her nipples and was on antibiotics. The customer was contacted by a complaint handler on multiple occasions to get additional information. On (B)(6) 2020, the customer responded that she would not answer the additional questions because her newborn twins were ill, but she did indicate that she was seeing a breast specialist. The customer was contacted subsequently via both email and in writing to follow up on the return of the breast shields, with no response as to the date of this report. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. It cannot be definitively concluded that the pump caused or contributed to the customer's thrush (yeast). Reported issues of thrush were investigated under ir13-0003 and the root causes were identified as: (1) lack of education/training to mothers on breast feeding and breast milk pumping; (2) insufficient guidance on breast shield sizing to prevent nipple trauma; (3) insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and (4) no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(6) 2020, the customer alleged to medela llc that the 36mm personal fit breast shields would not fit onto the flex connectors she was using with her freestyle flex breast pump. She additionally alleged that she had mastitis and was in pain.